Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in (B)(6) 2012 due to high blood glucose and dka. Caller stated that the customer has been of the insulin pump since hospitalization. Nothing further was reported.